Event description:
(B)(4): additional information provided by monthly site monitoring visit indicated metabolic acidosis in the past medical history.

Event description:
Additional information received from electronic database provider indicated the event that occurred on (B)(6) 2017 was a potential crbsi/ exit site infection.

Event description:
New information: the study site reported that the patient experienced a moderate crbsi event on (B)(6) 2017. The patient presented to the clinic with drainage from the exit site but no other complaints. Culture of the wound showed citrobacter freundii, coagulase negative staphylococcus and corynebacterium. Two sets of central blood cultures showed coagulase negative staphylococcus. Several doses of IV vancomycin and ceftazadime were given over several days. On 7 feb 2017, the decision was made to exchange the tcc (tunnelled cuffed catheter). The nexsite catheter was removed and disposed of on (B)(6) 2017. The event resolved on the same date.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device remains implanted; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. The review found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Tr (B)(4): the device was successfully placed on (B)(6) 2016. On (B)(6) 2017, the patient had his 150 day review and it was discovered that he had been administered antiobiotics in the previous month for an exit site infection. A moderate exit site infection occured on (B)(6) 2017 with a definite device relationship. There was a small amount of purulent discharge from the exit site and the patient stated that the site was slightly tender per rn note. An exit site culture on (B)(6) 2017 was positive for citrobacter freundii. No action was taken with the study device and the infection was treated with vancomycin and ceftazidime. The event resolved on (B)(6) 2017.